Event description:
It was reported that during central processing, during the inspection stage of the instrument to prepare it for lubrication, it was revealed that the steel cable was broken. All reprocessing was carried out, including the sterilization stage and separation for return. The partial gastrectomy with lymphadenectomy surgical procedure was carried out without complications during the intraoperative period and there were no reports from the medical team about the malfunction of the instrument. The prograsp forceps worked throughout the surgical procedure without any reported failures. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.